Event description:
Insorb subcuticular skin stapler misfired after c-section going into skin surface rather than underneath or going into one side of the sub-q. Used a second stapler & suture to close rest of incision. Pt had bruising along incision site due to extra manipulation and puncture from staples. (B)(4).